Manufacturer narrative:
Results of functional testing indicate that uplinks from one dist a switch to 3 access switches were configured wrong and it has been corrected, all requested data for nss team investigation collected and shared with them. Additional data collected for nss escalation. Based on the information available and the testing conducted, the cause of the reported problem was the settings/configuration. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the pic ix indicating that the tele central stations are loosing patient data for a minute or more randomly in different box any time any location and an analysis was performed. The device was in use on a patient. There was no report of patient or user harm.